Event description:
Mics was making a bad noise and then ball bearings fell apart. Tka case delayed 20 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. "Reported issue mics was making a bad noise and then ball bearings fell apart (see pictures). Tka case delayed 20 minutes. Device history records indicate 25 devices were manufactured under lot k080c and 23 including 4200901 were accepted into final stock on (B)(6) 2017. A review of qt17-03-0036 revealed that the issue is not related to the failure alleged in this compliant. A review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k080c shows no additional complaint(s) related to the failure in this investigation. Visual inspection revealed no physical damage of unit. Two screws backed out of the unit and a third screw broke. See attached pictures. Dimensional inspection was not completed visual inspection clearly shows the failure of the device. The handpiece motor and electronics function as intended. Material analysis was not completed because functional inspection clearly showed failure. The screws hold the front end in place. If the screws back out then the front will come off. "

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics was making a bad noise and then ball bearings fell apart (see pictures). Tka case delayed 20 minutes.